Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to "failure or malfunction." It is unknown if the system was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead in segments was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.